Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted along with the concurrent procedures of vaginal hysterectomy and cystoscopy. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03821. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on 06/30/2009. It was reported that the patient underwent mesh revision in two areas and a posterior colporrhaphy. Following insertion the patient experienced mesh exposure, recurrent rectocele, and granulation tissue. It was reported that the patient underwent pelvic reconstructive surgery approximately six months prior due to an area of mesh exposure on exterior vaginal wall and failed estrogen vaginal therapy. It was reported that the patient underwent revision of vaginal mesh, revision of hysterectomy, and a cystoscopy on (B)(6) 2011. It was reported that a 3 cm erosion in the anterior wall proximal part of the vagina was found, and a cystoscopy revealed injuries to the bladder. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).